Event description:
The event is reported as: the customer alleges that when the package was opened, there were some pieces missing. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evalution at the time of this report.